Event description:
It was reported that the procedure was to treat a 90% stenosed lesion with moderate tortuosity and heavy calcification located in the right coronary artery. The lesion was pre-dilated with a trek balloon and a xience v stent was implanted. An nc trek 3.5 x 15 mm was used for post-dilatation, but ruptured during the first inflation at 18 atmospheres for 10 seconds. Post-dilatation was completed with a non-abbott device and the procedure was completed. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii. Guide cath: bright tip. Stent: xience v. Evaluation summary: evaluation of the returned nc trek balloon catheter found blood and contrast in the inflation lumen and in the balloon. The balloon was loosely folded. There was a longitudinal rupture in the balloon proximal to the distal marker for a length of 4mm. This confirmed the reported information that the catheter was ruptured in the lesion. There was a 2.5 mm radial crease in the balloon at the distal end of the proximal marker and a 2 mm radial crease at the proximal end of the distal marker. Factors that can cause creases (indentations on balloon) include, but not limited to, manufacturing, interaction with accessory devices, handling during packaging to return to abbott vascular for analysis or interaction with a previously implanted stent. There were no scratches visible. There was no other damage noted to the balloon catheter. In this case, the catheter was reportedly used for post- dilation; it is most likely that the radial creases were caused by a previously implanted stent or handing during packaging to return to abbott vascular for analysis, although this cannot be confirmed. The scanning electron microscopy (sem) lab analysis noted the balloon failure may be related to mechanical damage to the outer surface. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, previously implanted stent, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. In this case, the lesion was 90% stenosed, heavily calcified, had an implanted stent, and required post-dilatation. The balloon material likely became damaged (scratched) from interactions with other devices and/or the previously implanted stent, such that the balloon ruptured during inflation. A review of the finished product electronic lot history record did not reveal any nonconforming material records associated with this lot indicating that all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and revealed no other incidents associated with this lot. In this case, based on the information received with this complaint, the results of the sem analysis and the review of the manufacturing records, the reported balloon rupture was most likely due the operational context of the procedure. There is no indication of a product quality deficiency.